Manufacturer narrative:
A representative went to the site to preform system check out. It was reported that the system would restart on its own and there was no input detected. They replaced the computer and reloaded the software and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system booted into a black screen with no input detected and no revving computer fans. There was no patient present.